Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a proglide device after an interventional coronary procedure using a 6f sheath. Reportedly, when removing the proglide device from the anatomy, something felt loose and it was noted the guide below the foot plate to be separated. The left common femoral artery was accessed to attempt to snare the separated piece from the anatomy; however, it was unsuccessful. A cut down was performed on the right common femoral artery and separated piece of the device was successfully removed. An angiogram was performed of the access site and the entire leg to ensure no foreign object was in the anatomy. There was reportedly a clinically significant delay in the procedure or therapy. Hemostasis was achieved via surgical suturing. No additional information was provided.